Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable, "check therapy pad" messages) was confirmed. As received, the electrode belt failed a therapy electrode recognition test. The cause for the failure was a broken pulse wire solder joint in the rear 2-wire therapy electrode. The root cause for the broken solder joint was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving "check therapy pad" messages.